Event description:
It was reported that cartridge leaked insulin when customer attempted to install cartridge onto pump on two occasions the same day, with leak observed at top of cartridge where connector attached. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to wait for prompt from mobile application before removing and installing cartridge, then successfully loaded cartridge onto pump and resumed insulin delivery, and no additional issues were reported.